Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer pump was suspended overnight. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, it was identified in the pump logs the customer received an auto off alarm. Tandem technical support educated the customer on the reason for the alarm and to check with their healthcare provider before modifying the settings.